Event description:
It was reported that there were concerns this pacemaker was experiencing premature battery depletion (pbd). It was noted that the recommended safe replacement interval is 90 days. Currently, the device remains in service. No adverse patient effects were reported.